Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior); "anterior vitrectomy" (vitrectomy). Product problem(s): "vitrectomy probe difficult to connect"(fitting problem). A nurse reported during an unplanned anterior vitrectomy, the vitrector was difficult to connect. Additional info was requested. Multiple attempts have been made to retrieve additional info but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)